Event description:
Event description cpi received information that an invasive procedure was performed on august 29, l997 to reposition both of the bipolar leads, model 4269 after they dislodged. An invasive procedure was performed on september 4, l997 to replace the ventricular lead, model 4269, serial number 272853 because of 'abnormal readings'.